Event description:
It was reported that during an unspecified procedure, guide wire coating damage occurred. The location of the lesion is unknown. The 0.025 jag precursor guide wire was advanced through an unspecified cannula to the lesion after which the cannula was removed. An attempt was made to backload an unspecified est knife onto the guide wire, however, the knife was unable to be loaded and it was noted that the proximal end of the guide wire's coating was split. The guide wire was removed in exchange for another of the same device to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).